Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On (B)(6) 2018, it was reported that the handle was tough to turn. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2014 where it was reported that the tech put the sleeve in upside down and the roller, worn bushings, worn side plates, damaged comb, ratchet gear, roller gear, and comb springs were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the comb, roller, roller gear, and side plates were damaged. The ratchet gear was binding up in the ratchet handle causing it to be hard to turn. The pre-test could not be performed due to the damaged comb. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, ratchet gear, spring, pin, shoulder bolts, and ball detents. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the ratchet gear was binding up in the ratchet handle causing it to be hard to turn. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the ratchet gear was binding up in the ratchet handle causing it to be hard to turn. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that handle was tough to turn. The event occurred during surgery in (B)(6) of 2018. There was no harm/delay during the procedure. Another device was used to complete the surgery. No harm to the patient/operator. Evaluation of the device identified a bent comb. No adverse events have been reported as a result of this malfunction.